Manufacturer narrative:
Evaluation summary: one sample of long pediatric tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the shaft of the tracheostomy tube presents a yellow discoloration. The failure mode discolored is confirmed. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a discolored part like a stain on the back of the tube. The customer indicated that the patient was recannulated.